Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had nonsustained ventricular tachycardia (nsvt) after speed changes. No unusual alarms were noted in the log files. It was noted that the nsvt was infrequent and likely related to patient's advanced heart failure.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported non-sustained ventricular tachycardia (nvst) could not be conclusively determined through this evaluation. Review of the submitted log files revealed no notable events or alarms. The system appeared to operate as intended at the set speed for the duration of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1, ¿introduction¿, of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.